Event description:
It was reported that upon discontinuing an IV placed in the left antecubital site, a peripheral intravascular catheter became detached from the hub when attempting to remove the device and the catheter remained in the patient. The detached catheter required medical intervention but no patient injury was associated with this incidence.

Manufacturer narrative:
Additional information was received indicating that two days following the hub detachment with in the patient medical intervention was provided. The patient underwent conscious sedation with local anesthesia to remove the radiopaque thrombus to the left cephalic vein. Repeat imaging was performed to confirm that the foreign body in whole of was removed. No further adverse effects were reported.